Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised to address high metal ion levels, osteolysis, and pain. Doi (B)(6) 2006 - dor (B)(6) 2012 (right hip). Update: litigation papers received (B)(6) 2013. Litigation alleges discomfort and metal on metal reaction. There is no additional information that would affect the outcome of this investigation. The complaint has been updated on (B)(6) 2013. Update rec'd (B)(6) 2014¿ pfs and medical records received. After review of the medical records the revision operative note indicated there was corrosion on the trunnion of the stem. The stem is now being added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on : (B)(6) 2014.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Medical records were reviewed and based on the information available to be reviewed, it is unlikely that the complaint is product related. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).